Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent sling procedure in (B)(6) 2017. During the procedure, the surgeon inserted the needle on the left side successfully. When inserting the needle on the opposite side, the surgeon clamped the needle once it tented skin and, before pulling the needle through until the mesh and plastic sheath appears, the surgeon realized that the plastic sheath that covers the mesh had come right off. The surgeon didn't want to pull the mesh through without the plastic sheath covering the mesh as it could have caused damage to the patient as the mesh is sharp. The procedure was completed with a competitor sling. There were no adverse patient consequences reported. No additional information was provided.